Event description:
It was reported that the programmer's radiofrequency (rf) programmer head was not always able to interrogate implantable heart devices. The programmer head was replaced but the issue persisted. It was speculated to be related to the rf head programmer connection. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head was not always able to interrogate and it was determined that the radiofrequency programmer head connector on the link electronic module bard was loose and the board was replaced and calibrated. It was also found that the sytem fan was noisy and the tabs on the power cord bay door were broken and the power cord bay was replaced. (B)(4).